Manufacturer narrative:
Per the instructions for use (IFU), coronary flow obstruction is a potential adverse event associated with the tavr procedure. The IFU cautions that the safety and effectiveness have not been established for patients with bulky calcified aortic valve leaflets in close proximity to coronary ostia. Coronary obstruction can result in myocardial ischemia or infarction due to obstruction of the coronary blood flow and may require intervention (e.g. Pci). There are multiple patient factors that could contribute to coronary obstruction by the prosthetic valve or native valve leaflets, including a minimal distance between the native annulus and the coronary ostia, bulky calcification, long native leaflets, and obliterated coronary sinuses. Procedural factors such as deployment of the bioprosthetic heart valve too aortic and significant valve over sizing could also contribute to this complication. The edwards thv manuals advise the operator on pre-procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. Evaluation of the distance of the right and left coronary ostia from the aortic annulus in relation to the thv frame height is emphasized. Operators are instructed to use caution with: bulky calcification (> 4 mm thickness), severely obliterated sinuses of valsalva (sov <5 mm larger than stj), significant valve oversizing (= 4 mm). The training advises that patients that meet all three of these conditions should not be treated: (1) bulky leaflet calcification; (2) severely obliterated sov; and, (3) significant valve oversizing. The training manuals also provide the following tips for detecting risk for left main occlusion: (1) aortogram or tee prior to thv implantation to reveal bulky calcified leaflets; (2) during pre-dilatation, note bulky calcification on valve moving towards ostium on left main; and (3) consider aortogram during valvuloplasty. In this case, the cause of the lm occlusion after the sapien valve deployment cannot be confirmed, as the images of the procedure were not provided by the facility, despite multiple requests. It was reported that at the beginning of the case it was noticed on the aortic root shots that the lm origin was low and it was wired pre-valve deployment as a preventive measure. It appears that the patient¿s native leaflet was up against the lm, obstructing the flow. Per report the valve position post deployment was good (50:50). There was no allegation or indication of a device malfunction. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Per the edwards lifesciences field clinical specialist report, during a transapical tavr case post deployment of the 26 sapien valve, a stent was implanted in the patient¿s left main coronary artery (lm). A contrast CT could not be performed prior to tavr because of the patient¿s high creatinine level. At the beginning of the case it was noticed on the aortic root shots that the lm origin was low, so the physician decided to wire it pre-valve deployment. The valve was implanted in 50:50 position; there was no movement during deployment. On the post deployment aortogram, the lm appeared ¿pinched¿. There was a leaflet up against the lm. The physician ballooned and stented this artery with a good result. Per the latest report, the patient was doing well and was discharged 5 days after tavr.

Manufacturer narrative:
Investigation of this event is ongoing.